Manufacturer narrative:
H.10:the motor control board was replaced and the issue solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The root cause of the reported event was a defective motor control board.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and confirmed the reported failure which occurred twice in thirty (30) minutes during functional tests conducted onsite. The technician replaced the affected device with a loaner. The serial read of the pump has been analyzed and revealed several communication interruption occurrences. This may have been caused by communication failure between the motor control board and processor board, also the cables connecting the board cannot be excluded from the potential causes. The investigation is still in progress. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 double head pump stopped during procedure displaying a motor control failure error message. There was no report of patient injury.